Manufacturer narrative:
The investigation into the access site bleeding major issue has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was most likely due to anticoagulation management since the hemostasis was achieved and bleed resolved by turning off the heparin.

Event description:
The user facility reported a 61-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient had a hematoma while on support. Heparin was stopped and three units of blood products were provided. The patient was stable post implant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿